Event description:
It was reported that ineffective defibrillation therapy was observed on the device. Defibrillation threshold (dft) testing was performed and the event was resolved. The patient was in stable condition. The physician did not allege a malfunction and suspected the event was related to the patient's condition.